Manufacturer narrative:
Initial reporter phone: (B)(6). Device is a combination product. (B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as 2134265-2015-01216. It was reported that the stent moved on the balloon. The vascular access was obtained via the radial artery. The 90% stenosed, 10x2.75mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified mid left anterior descending (lad) artery. After a 6f q3.5 mach1 guide catheter was placed, a non-bsc guidewire was advanced across the lesion. Predilation was performed with a 2.75mm x 8mm nc quantum¿ apex balloon catheter resulting in 40% residual stenosis. Subsequently, a 12 x 3.00 promus premier¿ stent was advanced, but resistance was met and it failed to cross the lesion. The physician felt the stent was moving on the delivery system while attempting to push the stent forward, therefore, he opted to remove the stent. A 2.5mm x15mm nc quantum¿ apex balloon catheter was then advanced to further predilate the lesion, but during use of this device a type a vessel dissection occurred in the lad. The procedure was successfully completed after a 32 x 2.75 promus premier¿ stent was implanted to cover the dissection. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Ae or product problem corrected from product problem to adverse event. (B)(4). Type of reportable event corrected from malfunction to serious injury. Describe event or problem and outcomes attrib. To ae updated. (B)(4).

Event description:
It was further reported that the difficulty in advancing the 12 x 3.00mm promus premier stent was highly probable to have initially caused the vessel dissection, which was aggravated during predilation with 2.5mm x 15mm nc quantum apex balloon catheter.

Event description:
It was further reported that the difficulty in advancing the 12 x 3.00mm promus premier¿ stent was highly probable to have initially caused the vessel dissection, which was aggravated during predilation with 2.5mm x 15mm nc quantum¿ apex balloon catheter.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issue with the profile or positioning of the crimped stent. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).